Event description:
Account states they had several samples recover low for tsh, t4 and cortisol. When repeated, all samples were in the normal range. The incorrect results were not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.